Event description:
The following event was received from a voluntary medwatch report: cardiac tamponade: at the time of epicardiocentesis, right coronary artery (rca) got damaged, blood pressure dropped and ventricular fibrillation (vf) occurred. The patient was transfused and was treated with percutaneous cardiopulmonary support (pcps). After the epicardiocentesis and an agilis sheath was inserted, coronary angiography (cag) revealed blood pressure decrease. Pericardial effusion (drainage was not performed.) Progress: after the epicardiocentesis, the agilis sheath was inserted. Blood pressure decrease was confirmed, so cag was conducted and revealed leakage of contrast agent from rca. The patient's blood pressure decreased and vf storm occurred. Cardiac massage was performed and blood transfusion and pcps were conducted. The patient is treated in ICU.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Corrected data: h6. Additional information: b5, g3, h2.

Event description:
This report includes an updated health impact code.